Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
Approximately 10 months post implant of a 20mm sapien 3 valve in the aortic position, the valve was explanted and a surgical valve was implanted. The cause for the valve explant is unknown at this time.

Manufacturer narrative:
The patient had a 20mm sapien 3 valve implanted within a st jude valve approximately 10 months prior. Since then, the gradients were increased and the patient had complaints of not feeling well. On echo approximately 2 months prior, the patient¿s gradient was 27mmhg. No additional information was provided. The device is not available for evaluation as it remains implanted in the patient. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9¿1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the increased gradient could not be confirmed with the available information. However, as the valve was implanted within a pre-existing surgical valve, size mismatch was the likely cause for the increase in gradient. Per the IFU precautions, ¿residual mean gradient may be higher in a ¿thv-in-failing bioprosthesis¿ configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting bioprosthetic valve be determined, so that the appropriate valve can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the inner diameter as possible.¿ additionally, per the IFU warnings, ¿incorrect sizing of the valve may lead to paravalvular leak, migration, embolization, residual gradient (patient-prosthesis mismatch) and/or annular rupture.¿ the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.